Manufacturer narrative:
Unit passed displacement test and self test. Transmitter signal not found, problem isolated to pcb 2. (B)(4).

Event description:
The customer reported via phone call that the decreased time to next calibration. Customer's blood glucose value was 210 mg/dl at the time of incident. Customer getting alarms to calibrate every night even if they calibrated before sleep. Customer refused troubleshooting. The insulin pump will be returned for analysis.